Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system, model and serial numbers unknown; pentaray nav eco catheter, model # d-1282-11-s, lot number unknown; soundstar eco catheter, model # m-5723-18, s/n unknown; unspecified irrigation pump; unspecified generator. Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for persistent atrial fibrillation and left atrial flutter with a thermocool smarttouch bidirectional sf catheter and suffered cardiac arrest requiring cardiopulmonary resuscitation and defibrillation. Patient was cardioverted for hemodynamically-compromised slow ventricular tachycardia secondary to catecholaminergic innervation in an effort to maintain blood pressure during general anesthesia. As a result, r-on-t phenomenon occurred. Ventricular fibrillation was confirmed via ECG, and the patient arrested. Chest compressions were performed and the patient was successfully defibrillated. Patient was reported to be in stable condition. Patient did not require extended hospitalization as a result of the adverse event. Patient fully recovered with no residual effects. It was noted that the patient¿s pre-procedure ejection fraction (ef) was 27%. Physician¿s opinion regarding the cause of the adverse event is that it was related to patient condition.